Event description:
It was reported that there is no auditory percept and the patient complains of pain. Testing revealed that the ground path impedance is within normal limits. Impedance is measurable only at electrode 3, 4, 8 and 11. Only five electrodes are functional, and there is auditory percept only at two electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.